Event description:
The patient pulled out the feeding tube. The nurse noticed that the tip of the catheter was missing, about 1 cm. The physician was notified and x-rays were done. They were negative for any foreign object. The feeding tube was put in several weeks later without problems and the patient was on continuous feeds.